Event description:
A caller reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the issue was resolved as the pump did not display the error code again, and the caller successfully started their sensor session.